Event description:
It was reported that as the physician attempted to reposition the coil (subject device) during embolization of the middle cerebral artery aneurysm, the coil was stuck inside the microcatheter. The physician removed only the delivery wire from the microcatheter. The coil was flushed out from the microcatheter. The procedure was completed using the same microcatheter and a different coil. There was no clinical consequence to the patient. The patient current condition was reportedly ¿ok¿.

Event description:
It was reported that as the physician attempted to reposition the coil (subject device) during embolization of the middle cerebral artery aneurysm, the coil was stuck inside the microcatheter. The physician removed only the delivery wire from the microcatheter. The coil was flushed out from the microcatheter. The procedure was completed using the same microcatheter and a different coil. There was no clinical consequence to the patient. The patient current condition was reportedly ¿ok¿.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was returned without the dispenser hoop, introducer sheath or delivery wire. Visual and microscopic inspection of the returned device found that the main coil was kinked and stretched and the main junction was bent. There was no anomalies noted to the form tip ball. The coil was being repositioned and subsequently, premature detached as it was being withdrawn. Based on the information provided and investigation results, the reported coil premature detachment and damages found to the main coil most likely related to some procedural factors limited the performance of the device, which met all required specifications. Therefore, it was determined that the reported event was related to operational context.